Event description:
When using the rapid transfusor for blood the set of tubing had a hole in it and was leaking blood. Other nurses report they have had similar issues lately. The lot number is 4103240 and it was the d 300 level 1 normothermic IV fluid administration set.